Manufacturer narrative:
A review of the DHR for the lot of product from which this device originated indicated no abnormalities, nonconformances, or deviations. The material, manufacturing, and processing were verified to be certified conforming to specification. A physical inspection of the returned device was conducted and the non-damaged portions of the components were found to be conforming to specification. A visual inspection of the returned components found damage to the bottom of the screw saddle in the area of seating surface for the spherical radius of the screw head. This damage is consistent with the saddle being forced into an over angulated position which damaged the seating surface that maintains the integrity of the assembly. The forces applied to the rod captured within the saddle were sufficient to leverage the damaged screw saddle from the screw head. When this separation occured cannot be determined from the inspection of the returned components. It is possible that separation may have occurred at some point post operatively, being induced by patient movement causing the additional force necessary to cause the deformed components to separate. The root cause of the failure appears to be the screw saddle being forced into a positon beyond the design capabilities of the device which caused damage to the saddle component sufficient to compromise the integrity of the assembly. There was no serious patient harm or death associated with the failure of the device, other than having to undergo revision surgery to replace the broken component.

Event description:
It was reported on 01/13/2017 that on (B)(6) 2016 a patient underwent revision surgery to replace a pedicle screw that had failed post-operatively. The surgeon noted on follow up that a pedicle screw that was implanted on (B)(6) 2016 had separated into two parts. The screw saddle which remained attached to the rod with a locking cap had become separated from the screw. The surgery was revised with the broken screw and all components of the screw assembly being successfully removed and replaced with a new screw. There were no additional complications, the patient is doing fine. The screw was returned for the investigation.